Event description:
This is report 1 of 2. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. On an unknown date, the patient was treated with unknown antibiotics (dose, frequency, duration not reported) for peritonitis. It was reported that the patient recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4): the date of the event was in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).